Event description:
It was reported that as part of a device replacement procedure for normal battery depletion, the existing right ventricular (rv) lead was plugged into the header of a new pacemaker device but the system exhibited loss of capture, pacing not delivered when required and noise on the programmer electrogram. The rv lead was plugged into this device header four separate times with the same results. As a result, a different pacemaker device was successfully implanted and connected to the existing rv lead with no reported issues. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).